Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged one day post implant. A revision procedure was performed and the lv lead was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the lead was performed. Dried body fluid was found in the lead lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.